Manufacturer narrative:
B3: event date updated. H6; codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a chronic pseudomonas driveline infection. The patient was being treated for the infection and had failure to thrive requiring hospice care. Care was withdrawn on (B)(6) 2025. It was additionally reported that the first known positive culture was on (B)(6) 2024. The patient was taken to the operating room (or) on (B)(6) 2024 for driveline incision and drainage and was on antibiotic treatment since.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a chronic pseudomonas driveline infection. The patient was being treated for the infection and had failure to thrive requiring hospice care. Care was withdrawn on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.